Manufacturer narrative:
Device has not been explanted, so product evaluation is not possible. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.

Event description:
It was reported that, the surgeon noted through the microscope that the implant had split. The surgeon reportedly decided to leave the implant in the patient, and the patient is reportedly doing well post-op.